Event description:
Irritation in the knee [arthropathy]. Pain in knee [arthralgia]. Swollen knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company sales representative regarding a female patient, initials (B)(6), with a medical history of knee arthrosis. The patient was administered the first synvisc injection on (B)(6) 2010, the second on an unknown date in (B)(6) 2010, and the third injection on (B)(6) 2010. After the third injection on a weekend in (B)(6) 2010, the patient experienced knee pain and irritation in the knee and went to the hospital. A bacterial test was negative, and there was no result after an arthroscopy. On an unknown date in 2010, the patient recovered and was free of pain. The synvisc lot number was unknown. No further information was provided. Additional information was received on (B)(6) 2010 from the physician. The physician confirmed that the (B)(6) patient had knee arthrosis and received all three synvisc injections. The patient experienced swollen knee and knee pain. The relationship between synvisc and the events of swollen knee pain was "definite." The action taken regarding synvisc was none. The outcome for these two events were recovered without sequelae. The severity was severe. The synvisc lot number was x0909, expiration date oct-2012. No further information was provided. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.